Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 25351 was returned and analyzed. Visual inspection was performed; a breach and a kink/twist were observed on the guide wire lumen. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed, and data indicated the catheter was used for 24 applications. However, the catheter usage date recorded on the smart chip did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 50005 ¿indicating that the safety system detected fluid in the catheter and stopped the injection.¿ during inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.79 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen breach, and a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Troubleshooting was carried out without resolve. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.